Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 700 mg/dl. The customer stated that she changed the infusion set, but her blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. Found no delivery alarms in the history on the day of the event. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.